Event description:
Following advancement of the hemobahn endoprosthesis to the target location, the device would not completely deploy. The deployment line broke after the device was 1/3 deployed. The physician decided to surgically remove the device and implant a bypass graft.